Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system experienced issues starting up. It was reported that manual manipulation of the interface (umbilical) cable was required to get the imaging system to power on. It was noted that the viewing station of the imaging system would power on without issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.